Manufacturer narrative:
The device was not returned for evaluation and there is no indication that the device contributed to the adverse event.

Event description:
An impella cp was placed via right femoral artery for support in a (B)(6) female patient for ami/cgs on (B)(6). The pump supported the patient through the intervention. After the intervention the patient had experienced lack of pedal pulses in both sides, and ischemia in the right leg. The patient was weaned from support and the pump was explanted on (B)(6). It was reported to the abiomed field team that the patient's right leg had been amputated.